Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Gadara, m. (2015). Intracerebral granulomas after pipeline embolization device procedure for intracranial aneurysms; two case reports. J neuropathol exp neurol journal of neuropathology <(>&<)> experimental neurology, 74(6), 630. Doi:10.1097/nen.0000000000000205 mdrs related to this article: 2029214-2016-00557 2029214-2016-00558 2029214-2016-00559.

Event description:
Medtronic review of literature found reports of foreign body giant cell reaction and granulomas of the brain parenchyma after pipeline implantation. A patient presented with incidental bilateral paraclinoid aneurysms, which were treated four weeks apart by pipeline-supported coil embolization. Eight weeks later, MRI showed bilateral predominantly subcortical enhancing lesions, with very little surrounding edema. Extensive rheumatologic and infectious disease evaluations were all negative. Follow-up MRI over the next 18 months showed increased lesions in number and size. A biopsy of the left frontal lobe showed foreign body giant cell reaction and granulomas within small intraparenchymal blood vessels and subcortical white matter. Many granulomata contained foreign material. The patient was treated with a steroid. An MRI was performed 3 months later which demonstrated a decrease in number and size of enhancing nodules.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.